Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: circuit board (pal board) not good causing b30.scope communication error code. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope experienced no image and a scope communication error (error code b30). The issue was found during reprocessing. There were no reports of patient involvement.